Event description:
Enteral feeding bag leaking at seam, another leaking from middle of bag, and a third leaking form tubing. Pt discontinued use of bag when leaking noted. No adverse event experienced by pt.